Event description:
(B)(4). It was reported by the territory business manager that the bar5000ivc bed was bent. There was no additional information provided, and should it become available, a supplemental report will be submitted. There was no patient injury reported.

Manufacturer narrative:
Only one MDR report will be submitted for this event, although three different complaints were created because of different parts needed to repair the unit, and the numbers are the following: (B)(4).